Event description:
The hcp reported loss of stimulation and high impedance. The device system was returned to the MFR for analysis.

Manufacturer narrative:
Final device analysis results revealed multiple broken conductor wires.